Manufacturer narrative:
Continuation of d10: product ID: 977c165; serial#: unknown; implanted: (B)(6) 2023; explanted: (B)(6) 2024; product type: lead. H3: the devices have been returned, but analysis is not yet complete. An updated report will be submitted once analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 device evaluation: analysis of the returned ins found no significant anomalies. Analysis of the returned lead found that both proximal ends of the returned lead were returned connected to the two distal ends of e xtensions, so they were not visually examined. Conductor #10 was broken 27.2cm from the distal end of the lead. Analysis identified that there was a breach due to environmental stress crack (esc) on the outer insulation 7.3cm from the distal end of lead conductors 8-15. The outer insulation was melted and suspected body fluids were observed in the lead. There were no shorts between circuits. The lead connectors 12-15 were not fully seated in the distal end of the extension and it was suspected that the suture was tightened too tight on the boot. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2: the country of origin is france. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's ins seemed to have an issue and was removed; the representative did not have any further information at this time but hoped to obtain further information at a later date from the patient's healthcare provider.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative (rep). Regarding whether or not any additional interventions/actions be taken to resolve the patient's current status, it was reported that the hcp said "a priori the hypothesis retained is an effect of immunotherapy for her cancer. She had plasmapheresis at the toulouse university hospital but I have not had any very recent news.¿

Manufacturer narrative:
Continuation of d10: product ID 37081-40 serial# (B)(6) product type extension product ID 37081-40 serial# (B)(6) product type extension product ID 977c165 explanted: (B)(6) 2024 product type lead h3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that they did not change anything in the patient¿s parameters. The symptoms appeared to have started with pain in her left leg which led to increase the intensity of the neurostimulation, then she developed motor disorders with complete paraplegia in a few days. Explant (not replaced) of the device system did not resolve the event. Other diagnosis should be lead (not determined yet) and suspicion of induced myelitis by immunotherapy as other etiology.